Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015, the site was cauterized with silver nitrate and treated with a topical antibiotic. The implanted device remains.